Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2018. 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has varying impedance in the high voltage coil and pace/sense portion of the lead. The lead threshold has also increased. A follow up with the patient¿s healthcare provider yielded that the physician elected to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.